Event description:
The customer stated that she was experiencing high blood glucose levels. The customer's blood glucose reading was over 600 mg/dl. Troubleshooting was performed, and the prime test passed. The customer was in the process of changing her infusion set and taking a manual injection to treat her high blood glucose. The customer later called back and stated that she ended up being hospitalized due to hyperglycemia. The customer stated that her blood glucose levels came down after she changed her infusion set, but she continued to have chest pain. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.